Manufacturer narrative:
Correction information: g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. D4: unique identifier (UDI) d8: was this device serviced by a third party? H4: device manufacture date. Evaluation summary: in this case, it is highly likely that the pve connector of the video board is broken, but since the repair is done by a third party, we have not been able to identify the cause. The scope was repaired by the third party and returned to the hospital.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. 510k number is not applicable.

Event description:
The screen of scope blurred. This event occurred at the time of during use. There was no report of patient harm.